Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer stated insulin pump had insulin flow block alarm. Customer stated they changed out set 3 times and it works. It was unknown whether the customer was using the auto-mode feature. Customer stated they changed setting on quick then changed it to standard stopped troubleshoot and customer inserted new set and everything working fine. The insulin pump will not be returned for analysis.